Event description:
Patient reported that received a coolsculpting treatment to the sumental on (B)(6) 2025 using a coolmini applicator that resulted in paradoxical adipose hyperplasia described in note as it feels like a hard rock like item in the throat/ neck area and patient is requesting review and coverage for corrective liposuction as recommended by physician. Healthcare professional later confirmed the event paradoxical hyperplasia and also in the notes the patient expressed concern that the treatment was not working and sensation of difficulty swallowing.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.